Event description:
It was reported the patient was under the impression his battery would last for 5 years but he had to have his replaced in less than 3 years.

Manufacturer narrative:
Product ID 749851, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 7434-e, serial# (B)(4), product type programmer, patient product ID 3487a-33, lot# l51549, implanted: 1998-(B)(6), product type lead. (B)(4).